Manufacturer narrative:
The actual complaint sample was not available for evaluation. It is not possible to determine the root cause of the reported issue without a sample as a proper evaluation could not be performed in order to confirm or duplicate the reported incident. The device history record for the lot number, aa6123r05, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
During a maude database review, maude report (B)(4) was identified and stated, the patient was undergoing a gastrostomy tube placement, and while anchoring sutures into the patient's gastric lumen, one of the three sutures placed immediately broke. A new suture was placed and the procedure continued with no immediate complications. No additional information was provided.